Event description:
Reportedly, the balloon of the product burst during an operation. In addition, a small piece of balloon has remained inside the pt's abdomen. Procedure: unk. Pt status: no injuries reported.